Manufacturer narrative:
Follow up # 1/supplemental report text- 12/4/2012: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found and the customer's complaint was not confirmed. During product analysis, a secondary issue was found in that the returned test strips were bent. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging a onetouch verio iq meter was displaying inaccurate results when compared to a calibrated lab method. The patient reported blood glucose results of "4.8mmol/l" with the lifescan meter and "6.5mmol/l" on a calibrated lab method. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=1.67mmol/l or <=15%, taken within 10 minutes. The patient did not allege any harm or injury due to the reported issue. Replacement products were sent to the patient. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition the patient performed a meter vs. Lab comparison where the calculated difference between the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.